Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker's battery had been depleted for over a month while still implanted. The patient had lost energy at that time. Additional information was obtained indicating that the field representative had no information with this event. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this pacemaker was performed. The allegation against this pacemaker was not confirmed. This pacemaker was at end of life (eol) during explant. The device met longevity expectations to elective replacement time (ert). No issue was found with the device. The device outputs were verified to be correct and appropriate.